Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during rewind due to motor gear box jammed. They were unable to verify the motor position encoder error alarm due to the constant motor error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a motor error alarm. The blood glucose at the time of the incident was 77 mg/dl. The customer saw an e alarm but she was unsure if it was the motor position encoder error alarm. The customer was not able to rewind the pump. Troubleshooting was not able to resolve the issue. The device was returned for analysis.